Manufacturer narrative:
The tandem user guide indicates that while the insulin duration setting reflects how long insulin from previous boluses lowers your blood glucose, the insulin on board (iob) feature reflects how much insulin is remaining in your body from previous boluses. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer wanted to know how to stop a bolus that was programmed into the pump as it was no longer required. Tandem technical support reviewed the pump settings with the customer and discovered that the customer wanted to stop the insulin on board (iob). However, it was explained to the customer that the iob represented active insulin that had already been delivered to the body. There was no adverse impact to the customer's blood glucose level. The customer indicated that glucose will be consumed to cover the extra insulin taken.